Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Reportedly, the customer had loaded the cartridge with cold insulin. There was no impact to the customer's blood glucose (bg) level. The customer reloaded the same cartridge and the issue was resolved. The customer was instructed regarding cartridge labeling instructions.